Manufacturer narrative:
(B)(6).

Event description:
It was reported that the tip is broken.

Manufacturer narrative:
One truepass suture passer w/self-capture feature was returned for evaluation. A visual assessment of the returned device confirmed the torsional spring to be dislodged from the recessed grooves. A root cause investigation has been opened to address this failure mode.